Event description:
It was reported that the patient presented in the clinic after receiving the vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited no ventricular capture, resulting in the non-sustained oversensing episodes. The device was reprogrammed successfully. The patient was stable throughout the whole event.